Event description:
PICC line found to be leaking at hub after being in for 15 days and 18 hours. Removed and another placed.

Manufacturer narrative:
This malfunction was first reported to FDA by the customer via medsun (B)(4). We received the catheter as a faulty sample. A 10 ml syringe manufactured by bd and a needle-free connector (not a vygon germany gmbh product) were attached to the catheter's luer lock hub. Flushing the catheter with water was successful, but leakage was detected at the wing. Microscopic examination revealed a tear inside the catheter tube, located directly at the wing. Stress whitening observed at the tear edges, along with a rough and uneven fracture surface, indicates exposure to excessive tensile stress and possible degradation due to alcohol-based disinfection. In general, there are various events that can lead to a leaking catheter: 1. Tensile force. Which may be caused by: dressing change - in some instances the catheter can become adhered to the dressing and additional pulling is required to free it; placing stress on the line could result in a tensile fracture. For babies, routine care (when lifting the baby to change the bedding) and movement of the baby itself could result in a tensile fracture. 2. Mechanical damage by a sharp instrument (for example scissor, forceps or scalpel) during dressing change. 3. Alcohol-based disinfectant. The customer indicated that chloraprep alcohol-based disinfectant was used; however, the IFU states: be aware that organic solvents such as alcohol or acetone may interact with catheter material and weaken it. And "avoid any contact of the catheter tubing to alcohol containing disinfectants. This may irreversibly damage the catheter." A review of the component batch history records, no deviations were found. The batch complied with its specification and was released. Each catheter undergoes flow and leak testing during production. In addition, tensile force and the dimensions of the catheter and set components are checked on a random sampling basis. Incoming goods inspections are performed, and two 100% visual inspections are conducted after packaging. A 2-year review of vygon USA complaint date shows there have been 5 additional complaints reported regarding leakage for product code 1252.030g, lot 23l008d. However, none of these complaints were found to be related to a manufacturing fault. Corrective action: as the catheter functioned as intended for 15 days before the leakage occurred, we do not believe this defect is manufacturing related. Any manufacturing problems that would lead to a leak would be detected by the user when initially flushing the catheter. As a result, no further corrective action has been initiated by vygon germany gmbh quality management at this time.

Manufacturer narrative:
This malfunction was first reported to FDA by the customer via medsun 2402140000-2025-8010. The malfunctioning device will be returned for evaluation as part of the complaint investigation. Upon receipt, it will be investigated. The results of this investigation are still pending and will be reported to the FDA within thirty days of its conclusion via a follow-up MDR.

Event description:
PICC line found to be leaking at hub after being in for 15 days and 18 hours. Removed and another placed.